Event description:
Olympus was informed that during an unspecified urological procedure, the ceramic insulation of the suspect medical device broke off inside the pt's urethra upon insertion. No fragments remained inside the pt as they were recovered after urethrotomy. The intended procedure was said to be completed by the pt was hospitalized.

Manufacturer narrative:
The suspect medical device was not yet returned to olympus for eval. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for eval and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in an abundance of caution.